Manufacturer narrative:
(B)(4). This information is being reported from a literature review. No devices will be returned. Therefore, an evaluation will not be performed.

Event description:
The article, "assessment of recurrent laryngeal nerve function during thyroid surgery" by j. Smith, j. Douglas, b. Smith, t. Dougherty, and c. Ayshford, discusses whether intraoperative nerve monitoring and stimulation aids in prognosis when managing vocal cord palsy. Out of 115 nerves at risk, 9 experienced vocal cord palsy. Of the 9 instances of vocal cord palsy, 7 were temporary and 2 were permanent (did not recover during first 12 months of follow-up). The article also indicates that the positive and negative nerve stimulation/responses were inconsistent in some cases. The article states, "of the five stimulation negative cases, four had a normal outcome in terms of rln function and there was one permanent palsy. Six out of six temporary palsies and one out of two permanent palsies were stimulation positive following nerve dissection and gland removal."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.